Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2012 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of faulted diagnostic tests which occurred on (B)(6) 2012. There is no evidence that the settings were corrected. No additional programming history was available in the in-house programming/diagnostics history database. No patient adverse events were reported.